Manufacturer narrative:
(B)(4): the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous right iliac artery. A sterling, mr, 4.0 x 20/135 balloon catheter had been selected and advanced to treat the target lesion. The balloon was inflated once to 6 atms and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.